Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, due to the pulmonary vein (pv) being narrow and the roof was v-shaped, the isolation line on the roof could not be performed, so the catheter was extended into the distal pulmonary vein (pv) and then reshaped into a ring for another attempt at ablation. However, an error message was received indicating that there was an electrical current error. The catheter was retracted into the sheath and redeployed, but the issue was not resolved. Upon removal, it was found that the ring was entangled and had developed a bend, leading the physician to determine that the procedure could not be continued with this catheter. After replacing the catheter, the issue was resolved and the procedure was completed successfully. No patient complications have been reported as a result of this event.